Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, dilated left atrium (la), calcified anulus, calcium on the leaflets and subvalvular structures, thickened leaflets. And a mean pressure gradient of 2mmhg. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, the clip opened from roughly 5 to 10 degrees to roughly 30 degrees. To stabilize the clip, an additional xt clip was implanted, reducing mr to a grade of 1-2. However, the gradient increased to 6mmhg. Despite the mean gradient of 6mmhg, the physician was satisfied with the result. No adverse patient effects due to the increase in pressure gradient. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image and two (2) echocardiographic still images were provided. The fluoro image (titled "img_6081") shows a single implanted clip indicating the image was taken post deployment of the first clip (reported device). The clip arm angle appears to be ~30° -35° and is consistent with the reported post deployment angle observed during the procedure. The first echo image (titled "img_6082") shows an lvot view with color doppler in which the clip can be seen grasped onto the leaflets. The lvot view captures the anterior-posterior cross-section of the valve (short axis); the echo view bisects a clip grasped on the valve (cross-section through the clip arm plane) which can provide a general view of the clip arm angle. The radiopaque tip ring of the delivery catheter (dc) shaft is prominently visible in between the clip arm tips indicating the clip is attached to the l-lock shaft and the image was taken prior to deployment (mechanical separation). The clip appears to be in a fully closed position (~10° - 20°) per the instructions for use. The second echo image (titled "img_6083") also captures an lvot view and was taken post deployment as the dc shaft is no longer in view. The deployed clip can be visualized grasped onto both leaflets (no evidence of slda) with a clip arm angle of ~30° - 35° which is consistent with the angle observed in the post deployment fluoro image. While the angles stated in this evaluation are estimations based on visual assessment with the unaided eye, it is apparent the clip experienced an arm angle change post deployment. Based on a visual comparison between the pre and post deployment echo images provided the reported issue "after deployment, the clip opened from roughly 5 to 10 degrees to roughly 30 degrees" is confirmed. There are no other observations based on the images provided.¿